Event description:
The patient stated that the insulin pump squirted insulin and alarmed during the manual prime. Troubleshooting was performed, and the drive support cap was protruding. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a detached end cap. A cracked display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.